Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. The root cause of sf149 is unable to be determined while the reported internal battery test failure was due to a defective/faulty internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed the internal battery test and displayed an error message (sf149) related to the main blower current limit. There was no patient harm or a serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a defective internal battery and displayed an error message (sf149) related to the main blower current limit. There was no patient harm or a serious injury reported as a result of this incident.